Manufacturer narrative:
Additional narratives surgical/percutaneous intervention is indicated or performed for the device, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 25mm pericardial aortic valve, implanted one (1) year and two (2) months, was explanted due to aggravation of paravalvular leak (pvl) and hemolysis. The device was replaced with a 25mm pericardial aortic valve with no patient adverse event reported. The patient status was reported as recovered. Per customer there was a gap between the patient annulus and the device which corresponds to the left coronary cusp. The patient annulus was soft and not hardened by calcification.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.